Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a knee arthroscopy, the tip of the needle has broken while handling a truespan meniscal repair system peek 24 degree in the knee joint. The complaint device was received and inspected. The implants and suture were not received along with the needle. It was observed that pusher rod and the shaft were bent. The needle was broken from the shaft of the gun. Based on the received condition of the device, this complaint can be confirmed. For the bent condition in the shaft, it is related to a rough deployment causing damage in the needle and sleeve. Besides, the broken failure can be attributed when the needle was inside the joint, it was leveraged, therefore causing stress and a mechanical deformation. However, it cannot be conclusively affirmed. A closer look to the assembling and in production control processes has been done; as a result, there was no incident. Thus, the possible root cause of the failure reported is not related to manufacturing. A manufacturing record evaluation was performed for the finished device lot number:6l65942, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4).

Event description:
It was reported by healthcare professional via complaint submission tool that during a knee arthroscopy, the tip of the needle has broken while handling a truespan meniscal repair system peek 24 degree in the knee joint. Everything could be harvested and no surgical delay or patient consequences were reported.